Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt twisted to get onto a bus and heard a "pop" on (B)(6) 2011. The pt experienced a burning sensation on the right shoulder blade at the lead location. X-rays were recommended. It was also reported that the pt could not adjust stimulation and the programmer displayed a "call your doctor" icon. On (B)(6) 2011 the programmer displayed an elective replacement indicator message. All impedances were found to be in the normal range. Replacement of the device was being considered. It is unclear if battery depletion was normal as the amplitudes used by the pt on a regular basis were unk.